Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the meter produces an inaccurate high reading. The reporter was unable to provide a comparison blood glucose reading from a laboratory or other meter to verify inaccurate readings. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.